Manufacturer narrative:
Submit date: 20-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found a burnt component on the pcb. The unit has been repaired, firmware updated, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien on that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had a burnt component on the pcb.